Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion test, no motor error alarm noted. The device was unable to prime during prime test due to faulty force sensor resistor. Occlusion test and excessive no delivery test were not performed due to prime/fill anomaly. The motor was tested outside of the device and it passed. All buttons functioned properly. No damage noted on the keypad traces. The connector on lcd board was locked. The device had minor scratches on the display window, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump had alarmed motor error. Customer was unable to clear the alarm. The device was not dropped or exposed to an MRI. Connections were fine and customer uses correct batteries. Customer's blood glucose was not provided. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for further analysis.